Event description:
International affiliate reports the rod holder's distal tip broke off during surgery. The broken portion was retrieved and there were no adverse consequences to the pt. See mfg medwatch report #1526439-2007-00024 for another rod holder that was involved in this event.

Manufacturer narrative:
Examination of the returned viper rod holder confirmed the distal tip of the instrument had broken off. The broken tip portion was not returned. The cause of tip breakage cannot be positively determined. However, breakage in this distal tip area can result from excessive force being applied to the instrument during use. Care must be taken to ensure that the rod holder is not over tightened and that the rod is in proper alignment with the screw head during placement. A review of the device history record (DHR) found no discrepancies. At this time, the complaint is considered to be closed.